Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer phone = (B)(6). G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a transurethral lithotripsy procedure, an ncircle tipless stone extractor's basket was found to be difficult to open inside the patient's ureter due to being stiff. The user discontinued use of the device and the procedure was complete by using another same-like device. It was reported the patient did not have any adverse effects due to the occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrected information: d4. Investigation evaluation. Description of event: as reported, during a transurethral lithotripsy procedure, an ncircle tipless stone extractor's basket was found to be difficult to open inside the patient's ureter due to being stiff. The user discontinued use of the device and the procedure was complete by using another same-like device. It was reported the patient did not have any adverse effects due to the occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, as well as interview personnel, a visual inspection, and functional test of the returned device, were conducted during the investigation. One ncircle tipless stone extractor was returned in an opened package with label. The support sheath is bowed. There are kinks in the basket sheath. The white handle is stiff when actuating basket formation to open position. The handle was disassembled during examination. The visual exam notes cannulated handle has shaving on it. The distal exit of the white handle has shaving on it. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows two other complaints similar with the complaint device lot. The two complaints had similar reported issues, but both returned devices were damaged at different locations along the device. Therefore, a common root cause could not be determined. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The product IFU, did not provide any information related to the reported issue. One basket was returned with support sheath and basket sheath damage. The white handle is stiff when actuating basket formation to open position. Due to the multiple components damaged at various location, a definitive source of the handle actuation issue could not be determined. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.